Event description:
Additional information was received that the patient had experienced ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
Related manufacturer reference number: 3006705815-2021-05993. It was reported that surgery occurred to explant and replace the leads. The reason for explant is unknown.